Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the cause of the reported event. No images were provided to support the performed investigation. No evidence was found suggesting that the device was manufactured outside of specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, the patient received the following devices: zteg-2p-42-162-pf (lot # e3211557); zteg-2pt-42-32-165-pf (lot # e3263605); zteg-2p-34-127-pf (lot # e3074746); tbranch-34-18-202 (lot # a923136); esbe-26-58 (lot # 4480127); cordis giant palmaz stent 4014 infrarenal (lot # n0414304). A total of 12 non-cook stents were placed in branch arteries (right renal, left renal, sma, celiac). ¿in the proximal stentprothesis area was some infolding, so a jotec xl-prothesis was used to treat/cure it. After implantation and dilatation no infolding of the proximal stentprothesis was visible anymore.¿ the completion angiogram showed patent devices with no endoleak or device integrity issues. A post procedure CT scan was done on (B)(6) 2014. It showed patent devices with no endoleak, component separation, migration, or device integrity issues. The patient was discharged on (B)(6) 2014. Patient outcome: no adverse events have been reported for this patient.